Event description:
The customer observed non-reproducible, falsely elevated vitros tropi es results from two different patient samples processed on a vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported outside the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Ocd field service investigated and identified two different valves that required replacement. A valve for the well wash module and another valve for the reagent metering probe wash module were replaced returning the vitros eci to intended operation. Following the service activity, no further occurrences of falsely elevated vitros tropi es results have been observed. The investigation determined the most likely cause of the falsely elevated tropi es results was instrument related.